Event description:
The customer reported the system locked up and gave a 431 error code. No injuries were reported.

Manufacturer narrative:
The ge service rep could not duplicate problem. No repair required. System operating as intended.